Event description:
Manufacturer's investigational unit confirmed the 3rd and 4th connector pins on the inform meter are charred and the plastic around that area is melted. No adverse event reported. Replacement was sent.